Event description:
The customer reported to a baxter representative a condition of an interlink injection site in which the "cap" was alleged to have broken off in the "PICC" line. There was no report of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4) - the reported condition could not be confirmed nor could an assignable cause be determined, as the sample was not available for evaluation. A batch review could not be conducted, as the lot number was unavailable. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - the sample was not available for evaluation. Should any addtional information be made available, a follow-up MDR will be submitted.